Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic donor nephrectomy procedure, the staple line in renal artery was complete and staples were fully formed, however staple line bleeding was experienced with estimated blood loss of 300ml. Clips were used to control the bleeding. The surgical time was extended by 60 minutes.